Event description:
Through medical records, it was learned that a patient with a 23mm perimount surgical valve, was explanted after an unknown implant duration due to unknown reasons. The explanted valve was replaced with an unknown device. No additional information is available.

Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) could not be reviewed, as the device serial number was not provided. Unable to follow up for product return as the patient information is unknown. The healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.